Event description:
A 8/6mm amplatzer duct occluder (ado) was implanted, but shortly after release from the delivery cable, the ado embolized. The patient was reportedly treated and was doing fine.

Manufacturer narrative:
The ado associated with this event was not returned to sjm for analysis. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of the manufacturing documentation confirmed this device successfully passed these inspections. The cause of the reported embolization is unknown. Not returned to sjm for analysis.